Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported he had elevated blood glucose readings up to 455 mg/dl after lunch today. He stated his normal blood glucose readings are 150-200 mg/dl. He stated he treated his elevated readings by giving himself a bolus through his insulin infusion device. During troubleshooting, the patient mentioned he has occasional jumps in his blood glucose. Troubleshooting did not find any product or user issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.